Manufacturer narrative:
Date of explant was provided. Patient weight was provided.

Event description:
Additional information received the patient underwent surgical intervention wherein system was explanted.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated medical surgery. In turn, the ipg was unable to communicate and the ipg was deemed inoperable. Surgical intervention may be planned to address this issue.